Manufacturer narrative:
An event of stenosis and calcification was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 25 mm trifecta valve was implanted. The patient presented with aortic stenosis and was explanted on (B)(6) 2019. The physician observed that the annulus hadn't been properly debrided and was heavily calcified. The device was replaced with a 25 mm trifecta gt valve. The patient was weaned from bypass and hemodynamically stable. He indicated that due to accelerated calcium metabolism in patient's in their 50's, the patient shouldn't have received this device. It was also noted that the patient was living in a house with mold and fungus.